Event description:
Per the clinic, the device was explanted on (B)(6), 2013, due to middle ear infection and meningitis.additional information has been requested but has not been made available as of the date of this report, (B)(6), 2013.

Manufacturer narrative:
This report is filed october 31, 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The etiology of deafness was an inner ear and internal auditory canal malformation. No previous history of meningitis was reported, and the patient received a pre implantation immunization (type not reported). A cerebrospinal fluid (csf) leak was reported during implant surgery and was successfully managed intraoperatively with soft tissue packing. No other surgical complications were reported. The patient was hospitalized on a few occasions over a period of 3 months (dates not reported) due to meningitis, restrictive lung disease, and other high fever episodes in which meningitis was eventually excluded. A culture of the cerebrospinal fluid (csf) revealed a pneumococcal bacteria. The patient was successfully treated with antibiotics, (type, dosage and duration not reported), however, the decision was made to explant the device due to the recurrent high fever episodes (the first one related to bacterial meningitis), and an immune compromised condition (diagnosed after the meningitis), with severe restrictive lung disease. The device was explanted on (B)(6) 2013. There are no plans for reimplantation. This report is filed october 16, 2013.